Event description:
Complainant alleged that during biomed testing the device was unable to charge the selected energy via paddles. Complainant indicated that there was no pt involvement in the reported malfunction.